Manufacturer narrative:
Apoc incident#: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding act celite cartridges that yielded descrepant results on an 86-year-old male patient with coronary artery decease. The customer states that the results were expected to be high, but their concern is the star out results after the patient was given the baseline heparin dose. Customer also was under the impression that they can use the act test count-up as an indicator of the patient's act result. Customer informed they should wait until the I-stat 1 analyzer presents a numerical result after the act test count-up is finished by the analyzer. Customer responded by stating she must inform her surgeons/providers as they are used to the hemochron test method. List of medications were not provided. There was no additional patient information available at the time of this report. Return product is available for investigation. Method: date: collected: tested: result: (sec) sample: baseline, on (B)(6) 2025, ni, ni, 127, ni, heparin, on (B)(6) 2025, 35,000 units, act-c, on (B)(6) 2025, 09:20am, immediately, cpb, act-c, on (B)(6) 2025, 09:40am, immediately, cpb, act-c, on (B)(6) 2025, 10:00am, immediately, cpb, act-c, on (B)(6) 2025, 10:20am, immediately, cpb, act-c, on (B)(6) 2025, 10:40am, immediately, cpb, protamine, on (B)(6) 2025, 11:00am, post sample, on (B)(6) 2025, ni, ni, 129, ni. At this time there is no reason to suspect a malfunction exists. No reports of delay or impact to patient management. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway. Per I-stat system manual (art: 714185-00q), the intended use of the I-stat celite activated clotting time (celite act) test is an in vitro diagnostic test that uses fresh, whole blood, and is useful for monitoring patients receiving heparin for treatment of pulmonary embolism or venous thrombosis, and for monitoring anticoagulation therapy in patients undergoing medical procedures such as catheterization, cardiac surgery, surgery, organ transplant and dialysis.

Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 26-mar-2025. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained cartridge testing met the acceptance criteria in appendix 1 of q04.01.003 rev. An (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.